Event description:
The customer called and reported the insulin pump alarmed with a button error and the buttons stopped responding. The customer stated she was taking a shower and when she reconnected to the insulin pump, it would not function. It came back on but the buttons were not working. The customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarms or cosmetic damage was noted.